Event description:
Eval revealed a misaligned display screen and dislodged force sensor pins.

Event description:
It was reported that during a hand assisted sigmoid resection procedure, the device was fired across the vessel with a white reload with no problems. The device was cleaned and reloaded with a gold reload and closed over colon for transection. The surgeon noted that the device was difficult to close and when trying to open and reposition the device it would not open. The surgeon pulled the manual release lever but it still would not open the jaws. The surgeon then used his hand to remove the colon from the jaws and used another device with a gold reload to transect the colon. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.